Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump successfully read the blood glucose readings from the meter. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed low reservoir and he was unable to clear it after multiple attempts. Customer's blood glucose was 132 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was then able to clear the alarm and was able to complete the rewind process; however he stated that earlier he had issues with inputting his blood glucose reading in the device. He agreed to return the device for further analysis.